Event description:
It was reported that the service provider (sp) inspected the device and found that the gas delivery system (gds) had signs of burnt, shorting on the ribbon wiring. There was no patient involvement. The sp replaced the gas delivery system (gds). The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The gds was returned for analysis. Visual inspection revealed no anomalies. An investigation was performed, and the product analysis technician reported that the root cause was due to failure of capacitor c8 in the airflow sensor assembly.